Manufacturer narrative:
Device malfunction is suspected but did not cause or contribute to serious injury or death.

Event description:
Reporter indicated that following a fundoplication, the patient experienced several seizures. Pre-vns seizure rate is unk to manufacturer. Good faith attempts are being made to obtain additional information regarding the event.